Event description:
It has been reported to philips that the host pc failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was completely down. The fse checked the system and found that when the system was switched on, there was a boot up sequence on the monitor, the host pc was found faulty, though it was powered on but the hard disk power was down. The failure analysis of the host pc confirmed the cause of the issue was with the power supply unit which had failed. However, the fse replaced the host pc and reloaded the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.